Manufacturer narrative:
G4: similar device with product# c01a with 510(k)# k041584, UDI # (B)(4) is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation as they remain in patient. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cement having spinal therapy for primary osteoporosis and compression fracture- intraspine cleft. It was reported that balloon kyphoplasty (bkp) was performed at the t12 level after the anterior and posterior simultaneous fixation operation on l3/4/5. A CT scan was performed because pulmonary embolism was suspected due to cement after wound closure/surgical incision closure. But on CT, pulmonary embolism was not confirmed, and the patient was reported to be recovering well. According to the physician¿s assessment, it was not a cement-related pulmonary embolism. Cement extravasation detected during surgery and the condition of the cement was not appropriate prior to the patient's injection as it was soft. Approximately cement was mixed for 30 seconds after mixing the powder and liquid. However, the patient's symptoms were stable, the patient was placed under observation. There were no further complications reported regarding the event.